Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebw0719 showed 12 other similar product complaint(s) from this lot number. The complaints for this lot number (rebw0719) have been reported from four different facilities in (B)(4). Device has not yet been returned for evaluation.

Event description:
It was reported that at 11:00 on (B)(6) 2018, the patient was placed with the PICC. It was stated when the operator prepared to feed the guide wire, it was found that the tip of the guide wire was deformed and could not be used.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire which prevented use was inconclusive because the implicated wire was not returned for evaluation. The product returned for evaluation was one 5fr ptfe microintroducer dilator/sheath. No guidewire was returned for evaluation. The sample was received with the dilator inlaid through the sheath. No obvious usage residues were observed. Microscopic inspection of the sample did not reveal any damage or deformity. An attempt to insert a non-complainant guidewire through the sample was successful and unremarkable. No deficiencies were discovered during evaluation of the returned sample; however, the guidewire was not returned for evaluation. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of rebw0719 showed 12 other similar product complaint(s) from this lot number. The complaints for this lot number (rebw0719) have been reported from four different facilities in (B)(6).

Event description:
It was reported that at 11:00 on (B)(6) 2018, the patient was placed with the PICC. It was stated when the operator prepared to feed the guide wire, it was found that the tip of the guide wire was deformed and could not be used.